Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further. H3 other text : see h.10.

Event description:
It was reported that during use the pen is not dispensing correct dose with a bd pen ii organon puregon pen second gen. The following information was provided by the initial reporter: a client who indicates that what is left over in the cartridge does not match what is indicated on the medical device. The patient affirms that being puregón 300 ui, two doses of 150 ui were administered in previous treatments, and there was no leftover product in the cartridge. With this particular product when administering the two corresponding doses of 150 ui, there was leftover product in he cartridge, being able to administer three doses of 150 ui and not only two. It is possible that the device is not administering the selected dose on the dosing scale.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the pen is not dispensing correct dose with a bd pen ii organon puregon pen second gen. The following information was provided by the initial reporter: a client who indicates that what is left over in the cartridge does not match what is indicated on the medical device. The patient affirms that being puregón 300 ui, two doses of 150 ui were administered in previous treatments, and there was no leftover product in the cartridge. With this particular product when administering the two corresponding doses of 150 ui, there was leftover product in he cartridge, being able to administer three doses of 150 ui and not only two. It is possible that the device is not administering the selected dose on the dosing scale.